Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when firing on the stomach, there were open staples, the staple line was incomplete distally. Another reload was used to resolve the issue. There was no patient injury.